Manufacturer narrative:
The pod arrived fully deployed. A rotational sensor abnormality was observed. The pod delivered 58 pulses across both priming sequences before deactivation. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. The pod was reset and reran without incident, indicated that the rotational malfunction was an isolated incident and did not contribute to the reported event or affect pod functionality. The cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula deployed early indicating a needle mechanism failure. The cannula was visible and the pink slide did move forward.